Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after an iliac abdominal aorta stenting interventional procedure using a 6f sheath. Reportedly, during needle deployment, the device separated in two pieces just ahead of the footplate while in the anatomy. The up and over technique was used to snare out the separated section of the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be to related circumstances of the procedure. Factors that may contribute to a guide break include, but not limited to an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment, or manipulation of the device with the foot deployed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation corrected from yes to no.